Manufacturer narrative:
(B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the balloon was inflated without problem; however, the balloon did not hold pressure due to pinhole on the proximal ro marker section. This failure is likely due to anatomical factors like tortuosity, interaction with the scope and/or the manner in which the device was handled and manipulated during the procedure which limited the performance of the device. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreatic duct during an endoscopic papillary balloon dilation (epbd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon leaked. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore this is now an MDR reportable event.